Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, inside a patient with severe calcification and a tortuous common iliac artery (cia), the nosecone of the delivery catheter system (dcs) "flipped up" due to interaction with calc ification. Subsequently, a new valve and dcs were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {{evolutfx-29}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a slight bend to the capsule. A single nitinol protrusion was visible at the capsule tip. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. There was a bend along the device. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was no damage visible to the nosecone. The reported event for separation of components could not be confirmed in the analysis. Updated data: b5. Added second paragraph. H6. Additional codes. Corrected data: h6. Removed a0413 additional codes. Removed g04129 and f26 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, inside a patient with severe calcification and a tortuous common iliac artery (cia), the nosecone of the delivery catheter system (dcs) "flipped up" due to interaction with calc ification. Subsequently, a new valve and dcs were used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received indicating that difficulties were noted during dcs advancement. The nose cone damage was further described as "rolled up". Per the physician, the cause was likely interaction with calcification. While withdrawing the dcs, it was noted that the capsule was closed until it was aligned with the catheter tip. Of note, there was a slight procedural delay.